Event description:
It was reported that during a stent placement procedure, the device allegedly broke. It was further reported that the stent stopped deploying halfway and the delivery system was removed. The tracking vessel was little tortuous, and little calcification was observed in some places. The procedure was completed with the stent being placing significantly over the lesion. There was no reported patient injury.

Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 11/2020), g4. H11: b5, h6 (device code). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 11/2020.

Event description:
It was reported that during a stent placement procedure, the device allegedly broken. It was further reported that the stent stopped deploying halfway and the delivery system was removed. There was no reported patient injury.